Event description:
It was reported that while the surgeon was using a zimmer dermatome blade to harvest a skin graft, it skipped over the skin. A second attempt was made using the same blade and it was reported that it skipped over the donor area again. It was reported that the blade was checked by the surgeon and it was found to have no cutting edge. With the attempts at taking the graft, it only took tiny bits of skin off so the pt had to have another donor site for a good graft to be taken. It was reported that this increased the surgery time due to another graft having to be taken and also caused the pt to have a second unnecessary wound. The increase in surgery time was not more than 30 minutes. There was no report of medical intervention. The sales rep at the facility stated that all dermatome blades of this lot number at the facility had been used and there had been no problems reported. The hospital had discarded the blade.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. A review of the device history records was performed and the lot met all specifications. There were no non-conformances noted during manufacture that would be related to this complaint. All testing requirements were met. The manufacturing process was also reviewed and there are multiple inspection steps to detect this type of defect. The complaint cannot be confirmed. The exact root cause of this complaint cannot be determined because the blade was not returned for the investigation. A review of non-conformance data was conducted and there were no reports of "the blade has no cutting edge) or a similar defect occurring.